Manufacturer narrative:
Unit alarmed insulin pump error alarm during motor rewind. After further review, the motor was unable to turn due to a jammed gearbox. Unable to perform displacement, rewind, prime, seating, basic occlusion, force sensor, occlusion and self tests due to insulin pump error alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had making a quite loud sound. Customer reported that the down button was held the load. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.